Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to see insulin drops at the end of the infusion set tubing during the fill tubing process. Reportedly, the customer ran about 30 units of insulin and stated drops are typically seen after 15 units. The customer obtained a new cartridge and a new infusion set. With assistance from tandem technical support, the customer was successfully able to load the cartridge and infusion set and resume insulin delivery successfully. There was no known impact to the customer's blood glucose level.